Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and applicator and no issues were observed. Severed sensor tail was not observed and applicator had been fired. Observed sensor cap was not retained inside the applicator cap. Removed the puck carrier to inspect the sharp and no issues were observed. This issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "sensor's filament left inside the customer's arm". The customer experienced bleeding when applying the sensor and when they removed the sensor, they noticed that the needle was stuck in their arm. The customer had contact with a healthcare professional, who removed the filament and no other treatment/medication was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and applicator and no issues were observed. Severed sensor tail was not observed and applicator had been fired. Observed sensor cap was not retained inside the applicator cap. Puck carrier was locked in place and it was removed to inspect the sharp and no issues were observed. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "sensor's filament left inside the customer's arm". The customer experienced bleeding when applying the sensor and when they removed the sensor, they noticed that the needle was stuck in their arm. The customer had contact with a healthcare professional, who removed the filament and no other treatment/medication was provided. There was no report of death or permanent injury associated with this event.